Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient manifested abdominal pain and cloudy effluent. That same day, the patient started treatment with intraperitoneal vancomycin (1g daily) for peritonitis. The following day the patient was seen at the ¿renal center¿ and the effluent was observed clear so treatment remained the same. That same day, dianeal therapy was discontinued. The next day, the patient experienced malaise and was hospitalized. The day after that the patient passes away. The cause of death was reported as multisystem organ failure; however, an autopsy was not performed. No additional information is available.